Event description:
It was reported that the atrial lead exhibited an increase in thresholds and decreased sensing. X-ray showed the lead had dislodged. The device was reprogrammed and the lead remained implanted. The condition of the patient was good before and after the event.